Manufacturer narrative:
On 17-jan-2023, the customer alleged visited the emergency room for high bg and cosmetic damage on the side of the pump. On 17-jan-2023, (B)(4), the customer alleged for high bg. On 25-dec-2022, (B)(4), the customer alleged for high bg and pump was not alarming high bg. On 24-dec-2022, (B)(4), customer alleged pump had battery failed alarm and they kept sensor but its not showing signal pump. On 25-dec-2022, (B)(4), the customer alleged for blank display. On 21-oct-2022, (B)(4), the customer alleged for high bg. On 06-sep-2022, (B)(4), the customer alleged for high bg and dka. On 05-sep-2022, (B)(4), the customer alleged for insulin flow blocked/no delivery alarm. On 04-sep-2022, (B)(4), the customer alleged for screen was blank and meter was not sending result to the insulin pump. On 24-aug-2022, (B)(4), loss of communication between pump and transmitter. The test p-cap locks properly in place in the reservoir compartment noted. Pump received with pillowing keypad overlay, cracked battery tube threads and cracked case behind the pump at the battery compartment during the visual inspection. Thump and carelink software was utilized and downloaded trace/history files properly. In further full review found multiple no delivery alarms in the pump history on 09/05/2022 at 23:28:03 during bolus delivery. Pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. No blank display, insulin flow blocked/no delivery alarm or battery failed alarm during testing. The test guardian link with the watertight tester and test accu-chek guide link bg meter communicated or paired properly with the pump noted. The alert on high functioning properly. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing; however, in the pump history found: low battery alarms on 12/25/2022 at 01:44:01.000 power loss alarm on 12/25/2022 at 02:20:57.000 and 02:21:05.000 failed batt/battery failed alarm on 12/25/2022 at 02:08:27.00, 18:13:20.000, 18:14:06.000, 18:14:15.000, 18:14:32.000 and 18:20:53.000 pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor, motor assembly and the battery tube connector plugged in properly to j7/pcb 1.¿ the force sensor offset measured within spec range during testing (24.0 mv). In summary, pump passed all required testing. Unable to verify customer alleged for high bg and dka. The force sensor is within specification. Customer alleged for meter was not sending result to the insulin pump, pump not communication with the transmitter, pump was not alarming high bg, blank display, battery failed alarm, insulin flow blocked/no delivery alarm and sensor not showing signal pump was not confirmed. Cosmetic damage was confirmed at battery tube threads and case behind the pump at the battery compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been added, which was missed in the initial report. The information has been provided in section b5 with this report.

Event description:
Correction: approximate incident date was jan 17, 2023. Customer declined troubleshooting.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The customers reported via phone call that they had to visit emergency room on unknown date due to high blood glucose. Customer reported that there blood glucose level was high and they went to emergency room and upon arrival there blood glucose was already going down. Blood glucose reading was 500 mg/dl at time of emergency room visit. Customer also reported that there was crack on the side of the insulin pump. Auto mode feature was active or not at time of event was unknown. No further patient complication were reported. Troubleshooting was successfully performed however, the customer will discontinue use of the device.